Manufacturer narrative:
The pt was treated with solupred (prednisolone) and antibiotic, augmentin. Additional information from the physician reports the pt presented with transient paralysis due to the anesthesia. The vomiting was related to oculomotor reflex due to periorbital hematoma. The pt was kept under observation for 40 minutes. The ophthalmologist reported there was no diplopia, no nystagmus. A presence of small ecchymosis with moderate edema was observed. She had no balance trouble or paralysis at that time. An MRI was performed with normal results. A review of the device history records indicates the reported lot #1021755 met all specifications prior to release.

Event description:
Physician reported a pt injected in the temples with radiesse dermal filler developed infra-orbital ecchymosis leading to inflammation of the left eye, vision trouble, balance problem, fever and vomiting. A visit to ophthalmologist was planned.